Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012. An xact stent was implanted in the heavily calcified right internal carotid artery and the patient was discharged to home the next day. On (B)(6) 2012, the patient noticed increased floaters on the right side. (B)(6) 2012, the patient noticed a "black" spot in the center of her vision and was seen by her ophthalmologist. Per the patient's report, she was told by her ophthalmologist that she had a "clot" behind the eye that was possibly related to the stenting procedure and her retina had been damaged. A retinal artery occlusion was diagnosed. A carotid duplex ultrasound was performed on (B)(6) 2012 and revealed the stent was well-apposed with some in-stent restenosis. No treatment was provided and the condition continues. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of thrombosis, visual disturbances, and restenosis are known observed and potential adverse events of stenting procedures as listed in the instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.